Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: a review of the pump histories indicated the following: the last basal delivery occurred on (B)(6) 2017; a ¿replace cartridge¿ alarm occurred at 11:46 on (B)(6) 2017 and deliveries resumed at 15:25; a ¿replace cartridge¿ alarm occurred at 05:25 on (B)(6) 2017 and deliveries resumed at 05:52; a ¿replace cartridge¿ alarm occurred at 13:07 on (B)(6) 2017 and deliveries resumed at 13:22. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. The complaint of an inaccurate delivery issue could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.